Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for mild diabetes ketoacidosis on (B)(6) 2020 .blood glucose level was 463mg/dl. Troubleshooting was performed and based on customer report they did not allege insulin pump was under delivering. Customer was treated with bolus, insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.